Event description:
It was reported that patient underwent initial hip procedure on an unknown date. Revision surgery was performed on (B)(6) 2012, due to pain. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Device manufacture date - unknown.